Event description:
It was reported there were questions about the patient's electrocardiogram received during a remote monitoring session. It was questioned whether there could be noise on the presenting and magnet test strips of the patient. The patient came into the office and the device checked out fine. The pacemaker remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.